Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. As the occlusion alarm occurred in the past, troubleshooting was unable to be performed. Customer did not remember blood glucose level at the time of the event. Tandem technical support educated the customer on the reasons for an occlusion alarm and suggested for the customer to call to troubleshoot at the time of an occlusion; customer acknowledged.